Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported one of the patient's implants were not working, and the caller had no further details as they didn't know anything about the implant. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.